Manufacturer narrative:
It was reported that the sensor got stuck inside the insertion tool, but later during another insertion procedure, sensor was inserted successfully. The hcp will be trained and educated again on the insertion procedure as part of resolution. No further investigation is possible for this complaint.

Event description:
Senseonics was made aware of an incident where user reported an unsuccessful sensor insertion on (B)(6) 2024. According to the user, after performing the sensor insertion procedure there was no signal received. Upon inspection, it was found that the sensor remained inside the insertion tool and was not inserted. User's hcp is aware of the event, and no medication was prescribed. The user went through another insertion procedure on (B)(6) 2023 and was inserted successfully. No clinical symptoms were reported by the user.